Manufacturer narrative:
(B)(4). Although expected, the suspect device has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and this event.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was opened for use during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis with settings of 0.8 joules and 8 hz. According to the complainant, the laser fiber degraded after one minute of use. As the fiber was removed from the scope, the tip detached and fell inside the patient. The fiber tip was successfully removed with a retrieval basket. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.

Manufacturer narrative:
Mfg site name (B)(4). Investigation results one accumax 200 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. There was no damage noted along the body of the fiber or to the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was opened for use during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis with settings of 0.8 joules and 8 hz. According to the complainant, the laser fiber degraded after one minute of use. As the fiber was removed from the scope, the tip detached and fell inside the patient. The fiber tip was successfully removed with a retrieval basket. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.